Event description:
It was reported that the device was placed on (B)(6) 2019 for the treatment of an infected knee replacement from 3 years ago. The patient stated that when she woke up on (B)(6) 2019 the device was completely illuminated. The batteries were changed but it did not solve the issue. Further information is not available.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaints history review was carried out across all pico 7 products, there have been further complaints reported with this issue in the past four years. It was reported that the device was used, however, issues were experienced. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. As no product could be returned, a thorough evaluation of the device could not be carried out in order to assess the failure mode and identify a root cause. It was reported that all indicator lights were solidly illuminated. This means that the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. Prior to distribution, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. We have been unable to identify a root cause or confirm a relationship between the event and the device on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.